Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg moved and was sitting on the spine area. No device malfunction was suspected. The patient underwent a procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.